Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please provide complete event description / brief detail of event report? The doctor was using the below mentioned sutures during the closing after a sternotomy. The sutures he tried to use broke when tension was applied to them. Was there any quality issue noticed with the mersilk suture product? ¿ yes it was reported that the sutures broke when tension was applied to them. Any patient consequences / ae report noticed intra-op/post-op? ¿ no was the procedure completed successfully? And how? Yes, the doctor continued with a silk suture from another company. It is reported a total qty of 12 sutures involved, were all 12 sutures noticed to have any issue during the same procedure/patient event? A box of twelve was open for the procedure, 11 sutures were opened/used and one is returned. If multiples then provide total number of procedures and event report for each procedure. Other similar events were reported in the past. A different product complaint was sent for each one. Any sample available to be returned for evaluation? One suture, sterile is returned for evaluation attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 11 sutures break during use?

Event description:
It was reported that a patient underwent a sternotomy procedure on (B)(6) 2018 and suture was used. The suture broke during use. A different suture was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA:(B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were returned for evaluation. During the visual inspection of the samples no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects or damages were observed. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. Per the condition of the sample, no suture breakage was found on the suture and the tested sample met the finished goods requirements.